Event description:
It was reported that the foley catheter fell out of the patient on the 2nd day after placement. Per follow up information received via ibc on 26oct2021, it was unknown whether there was any damage in the balloon. No patient impact.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and fluid leaked from the eyelets. The balloon was dissected to find that the inflation notch perforated the drainage lumen. This does not meet the specification "cuts, perforations in the lumens are not allowed, the inflation and eyes perforation must not penetrate the drain lumen and must be properly formed". A potential root cause for this failure could be ¿punch depth too large¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that the foley catheter fell out of the patient on the 2nd day after placement. Per follow up information received via ibc on 26oct2021, it was unknown whether there was any damage in the balloon. No patient impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.